Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump receive absence of audible sensor error alarms. Customer's blood glucose value was unknown. Customer noticed absence of audible sensor alarms after performing self-test they receive hardware low level failures alarm. Customer performed new self test which was passed. The device will not be returned for analysis.